Event description:
A malfunction alarm was reported, identified by the code malf 12, which indicated a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump and assisted in doing so. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue recurs. The customer acknowledged and understood these instructions.